Manufacturer narrative:
Lot # updated from blank to 00358l819 review of the ticket trending and a search of lot 00358l819 did not identify an increase in complaint activity related to falsely elevated alinity I intact pth results. A device history record review was performed on lot 00358l819 and no issues were noted. Product performance for the alinity I intact pth reagent was evaluated and acceptance criteria was met, indicating acceptable performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I intact pth reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p31-24 that has a similar product distributed in the us, list number 08k25-27.

Event description:
The customer performed parallel testing of 43 patient samples on the alinity I intact pth assay and the cobas e601 pth method. Although the reference ranges for both methods are similar, the alinity values were much higher compared to cobas for the patient samples. On e example was provided. Sample ID (B)(6) generated an alinity I intact pth result of 92.8 pg/ml on (B)(6) 2019 while cobas e601 generated a result of 38.57 pg/ml on (B)(6) 2019 for the same patient. No adverse impact to patient management was reported.